Manufacturer narrative:
(B)(4). Device manufacture date - 09/10/2015-09/18/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was loose in the individual packaging. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.